Event description:
The patient contacted lfs on (B)(6) 2012 alleging inaccurate high readings on his one touch ultrasmart meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2012 and obtained the following information: the patient reported that in (B)(6) 2012, he noticed the alleged high readings on his meter compared to feelings/ normal results and to his mother in law's meter. Readings were not provided on the mother in law's meter. A week later on the evening of (B)(6) 2012, the patient tested on his meter and obtained a 197 mg/dl, and then took insulin based on the meter result. Approximately 30 minutes later, he developed symptoms of slurred speech. The patient drank some orange juice and his wife contacted ems. Paramedics arrived and treated the patient with IV glucose for a blood glucose reading around 40 mg/dl. The patient felt better and was not taken to the hospital. The subject test strips were not expired and were in good condition. A quality control test was done and the test strips passed using the control solution. The products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged high reading the patient took insulin, later developed symptoms and had to receive treatment by ems for a blood glucose reading around 40 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.